Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several unexplained no delivery alarm and all the buttons on insulin pump was harder to press. The customer's blood glucose level was unknown. A customer reported that the battery life diminished switching out every 7 to 8 days, rewind process was slower from when she initially got an insulin pump. Insulin pump will not be returned for analysis.